Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the customer reported that black dirt was found on the shield of the syringe.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that black dirt was found on the shield of the syringe. The returned syringe was examined and exhibited a black piece of material on the inner surface of the barrel. The barrel was cut to access this material. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. No spectral analysis could be obtained from this material, indicating that this material may be metallic in nature. A review of the device history record was completed for batch# 1061291. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure of foreign matter. Root cause: maintenance dispatch (l2l) #119438 was created for a loose airline. At the barrel cleaning dial, the top airline ¿blows¿ out the fm that may be present in the barrel. The airline was noted to be loose as it was ¿whipping¿ around. The operation was shut down immediately. Corrective action: replaced the airline fittings. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter: the customer reported that black dirt was found on the shield of the syringe.